Event description:
It was reported that the patient experienced a loss of therapeutic effect from their implanted neurostimulator while doing dishes. The patient was unable to adjust stimulation and when the status lights were assessed, only the 9v battery was lit. With troubleshooting, the patient was able to see that her stimulator was on but she was unable to feel the stimulation. Additional information has been requested, but was not available at the date of this report.

Event description:
Additional information received reported that the patient did not have any concerns with her device or therapy. The patient stated that she had a memory problem, but now understood how to use the device.

Manufacturer narrative:
Lead model 3998, lot# l67592, implanted: (B)(6) 2002, explanted: unk; programmer model 7435, (B)(4); extension model 7495lz66, (B)(4), implanted: (B)(6) 2002, explanted: unk; extension model 7495lz66, (B)(4), implanted: (B)(6) 2002, explanted: unk.